Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention for skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 using the pod 5 page 44.

Event description:
The patient reported skin irritation with bright red, oozing liquid and blisters. The size of the irritation is half the size of the pod. She sought medical attention and was provided with 10 days of keflex oral antibiotic to prevent infection.